Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) could not be reviewed as the device serial number was not provided. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm mitral pericardial valve, implanted twelve (12) years and six (6) months, was explanted due to mitral stenosis and regurgitation. The valve was originally implanted for mitral valve replacement to correct mitral regurgitation. Approximately twelve years post-implant, regurgitation was observed. The valve was explanted and replaced with a 25mm valve with no adverse patient effects reported as a result of the valve replacement. Patient status was reported as ¿under treatment¿ at a general ward of the hospital.

Manufacturer narrative:
Customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed leaflet tear. X-ray demonstrated moderate calcification on leaflet 1, minimal calcification on leaflet 3, and calcification nodules on leaflet 2. X-ray also demonstrated wireform intact. Leaflet 3 had an 8mm tear near commissure calcification was evident on the tear. Leaflet 2 had a 3mm non-transmural tear on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect and moderate on the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 3mm on the outflow aspect near commissure. Calcification and host tissue overgrowth led to stenosis. Wireform was exposed on commissure. Sewing ring was cut at multiple locations around the valve. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.